Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message. No additional information was provided. No known impact or consequence to patient information was provided.